Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.